Event description:
It was reported that a patient's lead was replaced due to high impedance. It was noted that the patient's previous generator was disabled due to a completely drained battery and high impedance was seen. The new replacement generator was attached and leads showed high impedance after "four tries" (unclear whether this was just interrogation or system diagnostics). The lead was replaced and the high impedance was normal. No explanted products have been received to date. No additional relevant information has been received to date.